Event description:
During a supraventricular tachycardia procedure, noise was noted causing a procedural delay. Noise was noted on the endocardial egm on the non-abbott system (ge recording system). This issue persisted on the recording system. Three catheters were used as a part of troubleshooting (one tactiflex, one inquiry, and one hd grid catheter) which did not resolve the issue. The cim, the 56 pin and 64 pin recording cables, and the non-abbott device (ge ECG cable) were replaced, but the issue persisted. The procedure was completed by reading the endocardial signal on ensite x. There were no adverse consequences to the patient. Technical services solved the issue by moving the isolation transformer from where it was placed to another plate of the rod arm and unplugged the non abbott (ge) amplifier from it. Cases have since been done with no noise noted.